Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: delamination in the diaphragm valve, brown particles inside the device, crease fold, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination. Based on the device analysis the final assessment is: - delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.